Event description:
It was reported that this right ventricular (rv) lead had only been implanted for a few months before observing high thresholds that resulted in loss of capture. An x-ray was performed and revealed that the helix was not extended, so a revision procedure was performed where this rv lead was explanted and replaced. During the procedure, the lead was tested on the pacing system analyzer where the pacing impedance measurements were 2400 ohms and it was noted that the patient had high tortuosity. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was performed and passed, indicating no blockage in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. Detailed analysis did not identify any lead characteristics to confirm the alleged observations from the field, and testing of the helix mechanism was unable to be performed due to dried blood/body fluid in the helix housing.

Event description:
It was reported that this right ventricular (rv) lead had only been implanted for a few months before observing high thresholds that resulted in loss of capture. An x-ray was performed and revealed that the helix was not extended, so a revision procedure was performed where this rv lead was explanted and replaced. During the procedure, the lead was tested on the pacing system analyzer where the pacing impedance measurements were 2400 ohms and it was noted that the patient had high tortuosity. No additional adverse patient effects were reported.